Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 2:09 am the patient obtained the blood glucose reading of 307 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. Based on this reading, the patient took an increased dose of insulin, 30 units humalog insulin. Three and a half hours afterwards, the patient experienced the symptom of shaking. She did not report receiving any treatment for this symptom. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. A quality control test was performed during the call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.